Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 247 mg/dl, compared with the sensor glucose reading of 81 mg/dl. The customer's mother stated that her daughter's sensors had been inaccurate for the last month and she did not know why. The blood glucose reading was 100 mg/dl when the insulin pump went into low suspend mode. The suspend limit was set to 70 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.